Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient was stable with no consequences.

Manufacturer narrative:
Upon receipt, interrogation of the device revealed it was above the elective replacement indicator (eri) when received. The device's longevity was evaluated and the battery depletion was determined to be normal. The device's sensing was tested on the bench and was normal. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached eri. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.